Event description:
A piece of the device broke off in pt's artery during procedure. Unable to retrieve it. Attempt to snare was unsuccessful. Device stopped working.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.